Event description:
Rn of home pt (hp) reports hp noting difficulty in priming pt line of homechoice sets three nights in a row. Rn reports hp noted abdominal/chest pain due to excess air infused into peritoneal cavity, was subsequently taken to the emergency room and was given an x-ray which confirmed the "diaphragm was filled with air". Rn reports they instructed hp on priming lines. Hp reports pain has been subsiding on own with no medical intervention required.